Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported damage carton box which can't assure products integrity. Not in condition to distribute hospital.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. No signs of clinical use or evidence of blood were observed. The product box was observed to be ripped and damaged on the opening end. No signs of blood or clinical use were observed on the components inside the product box. The components were observed to be tightly sealed and in their respective compartments. The sterile barrier was observed to be intact. Based on the return condition of the device, the reported failure mode "shipping damage" was confirmed.

Event description:
The hospital reported damage carton box which can't assure products integrity. Not in condition to distribute hospital.